Manufacturer narrative:
A visual examination of the complaint device revealed that the distal tip of the catheter was detached and not returned. Functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, the reported defect of catheter distal tip detached was confirmed. The noted defect was likely due to tortuous anatomy or pressure encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2015-01547 pertains to the first extractor pro retrieval balloon and manufacturer report# 3005099803-2015-01548 pertains to the second extractor pro retrieval balloon. It was reported to boston scientific corporation that two extractor pro retrieval balloons were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the distal tip of the catheter came off from the device and detached inside the patient and had to be retrieved. They used a second device and the same events occurred. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2015-01547 pertains to the first extractor pro retrieval balloon and manufacturer report# 3005099803-2015-01548 pertains to the second extractor pro retrieval balloon. It was reported to boston scientific corporation that two extractor pro retrieval balloons were used in the common bile duct during an endoscopic retrogade cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the distal tip of the catheter came off from the device and detached inside the patient and had to be retrieved. They used a second device and the same events occurred. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.